Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection and functional testing identified an f-94 alarm. The cause was determined to be a defective main battery. To address this issue the main battery was replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During service by a baxter service technician, a flo-gard infusion pump was found to have experienced an f-94 alarm. There was no patient involvement. No additional information is available.